Event description:
Complainant called in stating that her newborn son (born in 2006), who was transferred from one hosp the night of his delivery to another hospital, was placed on the extra corporeal membrane oxygenation (ECMO), a heart/lung bypass machine. According to the complainant, the machine had malfunctioned twice and her son was left on the machine for approx 4 hours thereafter. She stated during that time she was unsure whether hosp personnel were trying to get another heat exchanger or another ECMO machine. As a result of the machine malfunctioning, cold blood was circulated throughout her son's body. Her son passed away 12 days later. She contacted the MFR, cincinnatti sub-zero, located in cincinnatti, ohio and was told by them that the hosp was using the wrong/outdated equipment and that the micro temp 1 (that was used along with the ECMO machine to warm the blood) is not to be used for warming the whole body. The consumer stated she had contacted an FDA office back east, but was unable to provide me with the appropriate office or the names of individuals to speak to.